Manufacturer narrative:
(B)(4). The reported patient effects of myocardial infarction and perforation are known potential patient effects as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appear to be related to the operational context of the procedure.

Event description:
It was reported that the lesion was located in the mid left anterior descending artery (lad) and ostium of the diagonal branch, both with intense calcification. Pre-dilatation and kissing balloon were performed. A 3.0 x 33 mm xience prime stent failed to cross the lesion and the vessel became occluded due to thrombus. Additional pre-dilatation was performed but the xience prime stent could not cross the lesion. Therefore two unspecified xience prime stents were implanted. However, during implantation of the first unspecified xience prime stent, a perforation of the lad occurred and due to this issue, prolonged balloon inflations were performed, which likely contributed to enzyme release, thus characterizing an enzymatic infarction. The procedure was concluded and was reported to be successful. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0 x 33 mm xience prime stent mentioned was filed under a separate medwatch report. The stent remains in the patient. Investigation is not yet complete. A follow up report will be filed with all relevant information.